Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report intermittent audio output and a hypoglycemic event on (B)(6) 2014. Patient stated that on (B)(6) 2014, they experienced a low blood glucose level and began to seizure. Patient was unsure whether the receiver alerted her of having low blood sugar. Patient's friend called the paramedics and the paramedics administered the patient glucagon. The patient was not taken to the hospital. At the time of contact, the patient was in good condition.